Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was giving her inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at noon, she reported blood glucose results of "124 and 134mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Approximately two weeks after the alleged issue occurred, the patient claimed to have developed symptoms of being "weak and shaky" and on (B)(6) 2012, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.